Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that patient got really busy and just forgot to recharge; when they tried to recharge the device, they were unable to do so. The exact date was not provided. Attempt was made to interrogate ins and was unable to communicate. Physician mode recharge (pmr) was done one time, then normal recharge started. Patient needed to leave so they were instructed to continue charging to 100% and to return to clinic the next day to clear the por and reprogram device if needed. Device was reset, code noted was 0x2608. Patient was reprogrammed and impedance check was done. Electrodes # 12 and #15 were found to be out of range. Patient was reprogrammed with other electrodes. The issues were resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) does not apply. Information pertaining to the high impedances will now be captured in manufacturer¿s report # 3004209178-2017-12905.